Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester using expired strips and had discrepant results (expired (B)(6) 2009). Date: (B)(6) 2010, inratio: 2.2. Date: (B)(6) 2010, inratio: 5.5, lab: 8.8.